Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the product got deflated. No patient injury was reported.

Manufacturer narrative:
Two photos and one sample device were received for investigation. Both photos depict the complaint sample. The complaint sample was visually inspected, and no damage or anomalies were observed in the device. The device was functionally tested but no leakage was observed. However, a deformation was observed on the balloon, consistent with the balloon having been overinflated with air while in use. A review of device history manufacturing records was conducted, and found no related nonconformances. Based on the available information, the investigation could not confirm the reported complaint, and no actions have been assigned at this time.